Event description:
During review of the patient's programming history it was observed that on (B)(6) 2010 a faulted system diagnostics test changed the patient's settings and a final interrogation was not performed. On the patient's next visit the settings were at the faulted diagnostics test settings. The patient's high impedance was previously reported on MFR. Report # 1644487-2015-04595.